Manufacturer narrative:
D9: date returned to mfg.: 3/26/2024. Received one custom uncuffed 7.0 fixed trach with a foam stoma cuff. Visual inspection did not reveal any defects with the returned device. Using a syringe, air was evacuated from the stoma cuff; the cuff remained compressed. The device was leak tested and no leaks were detected. The investigation did not identify a manufacturing defect with the returned device; it complied with the manufacturing template. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Reviewing the order history for the reported part number, showed that the device had been manufactured 18 times prior to the reported lot starting in (B)(6) 2019. Either previous lots were manufactured with shaft curves on the lower side of the manufacturing specification, or there has been a change with the end user that requires a different curve. If the physician determines that the end user is unable to tolerate the variation of the standard custom curve, a new template may be submitted stating the specific curve, which can be manufactured using a specifically formed rod. Shafts formed with a rod have a tighter tolerance and are used for end users that cannot tolerate the manufacturing variation for the standard custom curve.

Manufacturer narrative:
Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on december 23rd the customer put in a new trach and immediately started having breathing problems that whole week and did not understand what was going on. On dec 31st, the customer woke up with major pain in her stoma area and it got worse to the point she ended up on jan 2nd at the doctors. There he found two places where the trach had rubbed and made an abscess at the top and then another sore that was bleeding at the bottom. They figured out that it was the trach. Trach tubes have incorrect curvature. The trach was removal for evaluation. Endoscopy confirmed ulcer at 12 o¿clock on stoma and anterior tracheal wall. Evidence of blood about 2cm distal to the stoma with evidence of erosion of the mucosa and slightly right lateral tracheal walls. The event occurred at patient home.